Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma and late onset seroma manufacturer¿s reference number: pc- (B)(4).

Event description:
It was reported from the us that a (B)(6) -year-old caucasian female patient ( glow study subject 326-086) who underwent left breast revision reconstruction with a mentor memoryshape mh 685cc (product number 3341452/ lot # 6942484) gel breast implant on (B)(6) 2016 was diagnosed with left sided breast implant associated anaplastic large cell lymphoma (bia-alcl) on (B)(6) 2020. As a result, the patient underwent explantation of the device on (B)(6) 2020. The patient has a history of breast cancer (unknown date of diagnosis) with acquired absence of bilateral breasts. In the past, she was adequately treated for her breast cancer. As per the case report form (crf), the patient¿s breast implant history is that she has had mentor smooth gel implants. The product code, lot #, and date of implant are unknown. It is presumed that the date of explant is (B)(6) 2016. Follow ups are still in progress to obtain the most accurate breast implant history. Next, the patient underwent bilateral breast revision reconstruction with mentor memoryshape mh 685cc (product code 334-1452/lot number 7006745) breast implants on (B)(6) 2016. The patient underwent a secondary procedure on (B)(6) 2016 on the left side for treatment of implant malposition and displacement. The pocket was adjusted, and the implant was removed and exchanged. The implant was replaced with a new implant, mentor memoryshape mh 685cc (product code 334-1452/ lot # 6942484). This left breast implant was in the patient at the time of the bia-alcl diagnosis. It was thus explanted on (B)(6) 2020 as a result of the bia-alcl diagnosis. The patient underwent bilateral explantation of the devices and capsulectomies. The implants were not replaced. The pathology report¿s final diagnosis of the left breast capsulectomy reads as follows: left breast, capsulectomy: breast implant-associated anaplastic large cell lymphoma. Histologic type: who classification: breast implant-associated anaplastic large cell lymphoma. Nccn tumor extent: t2. Additional pathological findings: foreign body giant cell reaction, refractile foreign material, and synovialization reaction. Immunophenotypically (immunohistochemistry): lymphoma cells express cd2, cd4, and cd30 with dim partial positivity for cd3. Lymphoma cells negative for cd8, cd20, pax-5, alk and cytokeratin (ae1/ae3). The patient¿s clinical history is noted, including reported history of breast implant associated anaplastic large cell lymphoma diagnosed with seroma fluid. The resected capsule shows few small foci of large atypical cd30+ cells that show expression of t-cell markers consistent with bia-alcl. Several small foci shows focal invasion of the implant capsule, categorized in the nccn guidelines for bia-alcl as tumor extent ¿t2¿ (early capsule infiltration). With the information provided, bia-alcl was pathologically confirmed within the breast capsule. It was also reported that bia-alcl was diagnosed within the seroma fluid however follow up are still in progress to obtain this report. Should additional information become available, this case will be re-assessed. In summary, bia-alcl was diagnosed within the seroma fluid with involvement of the breast capsule. As of (B)(6) 2020, the crf indicates that the patient is alive without evidence of bia-alcl. As per the crf, the outcome of the event of bia-alcl was resolved. Late onset seroma and bia-alcl are known potential complications that may be associated with the use of the mentor memoryshape breast implants and are listed in the instructions for use (IFU) as such. With the information provided, a true classification of the bia-alcl diagnosis can be pathologically confirmed however a valid medical history of the patient¿s implants is still being further investigated for accuracy and clarification.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the patient underwent fine needle aspiration with flow cytometry on her left breast on (B)(6) 2020. The alcl diagnosis date for patient¿s left breast is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2022, mentor received additional information about the event. It was reported that the patient suffered from anxiety due to the alcl diagnosis. It was reported that due to this anxiety, the right breast prosthesis was also removed on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-03272 for the report on patient¿s right breast prosthesis that was removed due to anxiety of alcl diagnosis. Manufacturer¿s reference number: (B)(4).